Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿error b30¿, was not reproduced, and a root cause could not be identified. However, there was an abnormality in the video connector socket found, therefore, it was likely that poor contact due to this failure was one of the causes but cannot be specified. According to cv-190 technical guide [chapter 4 troubleshooting], b30 is an error code that indicates scope communication error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ ¿[6.3 connection of an endoscope] ·make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. ·connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. ·do not touch any of the electrical contacts inside the videoscope cable connector socket of the video system center. Otherwise, the video system center may malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 scope communication error was not confirmed. The device evaluation found the connector alignment pin was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, a b30 scope communication error code was received when using the evis exera iii video system center. The issue was found during preparation for use. There were no reports of patient harm.